Event description:
The stent was deployed at the intended location but it did not fully appose the vessel wall as the incorrect stent size had been used. The stent migrated within the vessel and the physician removed the stent with a snare. The procedure was successfully completed the next day and there was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. From the information provided, it was confirmed that the wrong stent size was selected by the physician and that the stent was removed with a snare. A review of the labeling found that the reported event is noted as an anticipated procedural complication associated with such procedures and is listed as such in the device dfu. A probable root cause of operational context will be assigned to this complaint as procedural factors caused the complaint.

Event description:
The stent was deployed at the intended location but it did not fully appose the vessel wall as the incorrect stent size had been used. The stent migrated within the vessel and the physician removed the stent. The procedure was successfully completed the next day and there was no reported clinical consequence to the patient.